Manufacturer narrative:
Investigation is ongoing.

Event description:
Per review of post-procedural images of the commander delivery system, most of the balloon working length was missing. As reported by an edwards lifesciences field clinical specialist, a sapien 3 ultra valve was deployed within a conduit in the pulmonic valve via right-transfemoral approach. The valve was initially deployed with 17ml (prepped with an additional 1 cc of volume). The commander delivery system balloon was then inflated more proximally to post-dilate the valve. The delivery system balloon burst during post-dilation. The valve was able to be fully deployed in the intended position. The perceived root cause was identified as calcium in the conduit. While withdrawing the delivery system, there was difficulty recapturing the delivery system balloon. The device was getting caught at the distal tip of the non-ew sheath, and coaxial alignment was not achieved upon re-entry into the distal end of the sheath. The delivery system was recaptured as much as possible within the sheath in the ivc (inferior vena cava), and the devices were removed together as a single unit. There were no injuries or complications related to the event. All the delivery system balloon material was accounted for at the end of the procedure. The post-procedural images provided of the commander delivery system were reviewed, and the following was observed: fully circumferential radial balloon burst, with majority of balloon working length missing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 ultra valve with commander delivery system is not indicated for use with a non-edwards sheath for transcatheter pulmonic valve replacement procedure. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device imagery was provided, and the following was observed: fully circumferential radial balloon burst, with majority of balloon working length missing. The delivery system is incompletely withdrawn through non-edwards sheath, bunching and compression observed on non-edwards sheath shaft. The missing working length of the delivery system balloon was confirmed. Available information suggests procedural factors (withdrawal force) contributed to the component separation as it was reported "the device was getting caught at the distal tip of the non-ew sheath, and coaxial alignment was not achieved upon re-entry into the distal end of the sheath". As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.